Manufacturer narrative:
On 7/29/2019, mentor became aware that the suspect medical device was a non-mentor device. As a result, the product was returned to the sender. Therefore, no product analysis can be conducted and no determination of possible contributing factors could be made. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right side, suffered deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 625cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019.